Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a 33-year-old female patient who had essure (batch no. A82453) inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), (B)(6) years (B)(6) months after insertion of essure. The patient was treated with surgery (essure removal surgery (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted, essure insertion date as, per sd is (B)(6) 2013. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-sep-2021, quality safety evaluation of ptc. Processed with fu no.7. On 1-sep-2021: mhra incident no. (B)(4) added. No new significant information. Processed with follow up no 6. We received a lot number in this case. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. A82453) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per sd is (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2021: fu received: previously reported event " adverse event nos replaced with medical device removal and made medical significant and intervention required due to surgery. Reporter and essure removal date and rcc added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a 33-year-old female patient who had essure (batch no. A82453) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), (B)(6) years (B)(6) months after insertion. And (B)(6) months (B)(6) days after removal of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted, essure insertion date: as per sd is (B)(6) 2013. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021, patient middle name, reporter information added. Date of removal updated, previously reported event: medical device removal updated to event pelvic pain. Events: abnormal bleeding, bladder or urinary problems added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), uterine perforation ("perforation of the uterus") and fallopian tube perforation ("perforation of the uterus of other structure (fallopian tube)") in a 33 year-old female patient who had essure inserted (lot no. A82453). Additional non-serious events are detailed below. The patient had a medical history of multigravida, libido decreased, painful intercourse, sweating, vaginal dryness, vaginal discharge, sinusitis, acute sinusitis, pregnancy, rash, auditory disorder and anxiety. Previously administered products included: mirena, medroxyprogesterone, tramadol, paracetamol and depo provera. Concurrent conditions were listed as mood swings and depression. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 1904 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. On unknown date she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, dyspareunia, fallopian tube perforation, genital haemorrhage, mental disorder, pelvic pain, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: discrepancy noted: essure insertion date as per sd is (B)(6) 2013. Discrepancy noted inn essure removal date: (B)(6) 2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events perforation of the uterus, fallopian tube perforation, dyspareunia and psychological issues are added. Medical history, historical drugs and reporter information updated. Essure insertion & removal date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.